Manufacturer narrative:
(B)(4). Concomitant products: guide wire: cougar; guide catheter: 6f medtronic xp 3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure, a 4.0x15 multi-link 8 (ml8) stent delivery system (sds) was advanced over a non-abbott guide wire, into a non-abbott guiding catheter, then to the target lesion without resistance, and the stent was deployed successfully in a lesion in the right coronary artery; however, after withdrawal from the deployed stent and vessel without difficulty, the ml8 sds was unable to be retracted into the non-abbott guiding catheter. The ml8 sds, guiding catheter, and guide wire were all withdrawn from the anatomy as a single unit. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.